Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer in united states on 17-oct-2014; it refers to herself who had essure (fallopian tube occlusion insert) inserted in 2011. She reported that in the last few weeks, she has experienced horrible pregnancy symptoms and took a pregnancy test that was negative. She also stated that she cannot exercise or walk for more than 10 minutes due to the pain on her right side. Consumer wanted to know if she could get pregnant in her tube. Follow-up information received on 27-oct-2014 consumer refused to give any information. Follow-up was not possible. Ptc investigation result was received on 05-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suspected a tubal pregnancy. This event was considered serious due to medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case consumer experienced pregnancy symptoms and pain on her right side; she performed a pregnancy test (not specified) which was negative. Although ectopic pregnancy was not confirmed and the performed pregnancy test was negative, since limited information was provided (date when test was performed, other diagnostic exams) a causal relationship between the reported event and essure cannot be totally excluded. As a possible serious injury was reported, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Consumer refused to give any information, therefore follow-up information would not be possible.